Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported, "primary surgery was done in 2008. Pt heard a clunking sound and got pain. Surgeon found out pt's knee had hyperextension and m/l laxity, doubted as post fracture and conducted insert change."